Event description:
It was reported that the patient with this right ventricular (rv) lead experienced dizzy spells and a fall due to failure to capture. The patient is pacemaker dependent and exhibited a rate of 33 beats per minute (bpm). The physician interrogated the device and observed failure to capture at maximum output. The pacing and shocking impedance remain stable. It was attempted to reproduce the failure to capture with patient arm movement and body positions, however, it was unable to be reproduced. As a result, the rv lead output was reprogrammed and the physician is planning a lead replacement procedure. Additional information provided indicates that it is unknown if the lead replacement procedure has been performed. The physician decided to use a competitor product when the replacement takes place, therefore, a boston scientific field representative is no longer involved in this patient care. The lead remains in service at this time. No additional adverse patient effects were reported.